Event description:
A trilogy ev300 ventilator was alleged to have given an alarm and required service. There was no patient involvement, and no harm or injury reported. It was initially alleged by the customer that the device alarmed for "circuit disconnect" and the alarm could not be cleared. During evaluation by the manufacturer's field service technician, this issue could not be duplicated when tested. However, during testing of the device, the device failed a test step involving the active exhalation control module. The device experienced a failure to calibrate issue. The device's 3-way solenoid valve requires replaced to address the issue.